Manufacturer narrative:
The phaco tip was tested by the amo product specialist who confirmed the tip was occluded; however, the product specialist was able to flush the tip and clear the blockage. The tip was tested on a phaco machine and passed priming and tuning. The phaco tip was returned to the MFR and examined for any unusual conditions that would cause blockage during surgery. The results of the inspection revealed that the tip was correctly machined and there was no evidence that any titanium material was blocking the tip. The customer declined to provide further info on this event. All info that is available has been submitted, should any add'l info become available, a supplemental report will be submitted.

Event description:
The hospital reported that a pt experienced a corneal burn during a phacoemulsification (phaco) procedure. The phaco tip had occluded during the procedure and resulted in the burn. The pt experienced wound leakage for a week. It is unk if sutures were required to close the incision.